Event description:
It was reported that the asymptomatic, pacer dependent patient presented for normal follow up. During testing, the right ventricular lead exhibited high capture threshold and loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was in good condition post operation.